Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine plus¿ 31 g × 5 mm pen injector needle np end was bent during use. There were 3 separate occurrences. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿when the patient is using, the needle broken and drug didn't come out.¿

Manufacturer narrative:
H.6. Investigation: three open 31g x 5mm pen needle samples and four photos were returned from lot. No. 9134727, cat. No. 320129. Visual examination was carried out on the returned samples and photos and it was observed that the non patient end of the needle was bent on all three samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro fine plus¿ 31 g × 5 mm pen injector needle np end was bent during use. There were 3 separate occurrences. The following information was provided by the initial reporter, translated from japanese to english: verbatim: ¿when the patient is using, the needle broken and drug didn't come out.¿.